Manufacturer narrative:
D4: expiration date and primary UDI number, updated. H4: manufacture date, updated. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed elevations in pump power and flow values; however, a specific cause for these events could not conclusively be determined. The heartmate ii lvas instruction for use (IFU) lists potential adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate ii lvas. The IFU discusses the potential development of right heart failure during or shortly after implant and outlines the associated treatment options. This document also provides information regarding the recommended anticoagulation therapy, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. He heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses pump parameters, including power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 6, "patient care and management" (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿right heart failure¿, discusses the potential development of right heart failure during or shortly after pump implant, and outlines the associated treatment options. Section 6 also contains information regarding the recommended anticoagulation therapy, including inr (international normalized ratio) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information h1: report type h6: health effect impact code added no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient was placed on palliative/hospice care and passed away on (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient's log files were sent for continued monitoring and assessment for low-speed or high-power events, and for data trend. It was noted that the patient had previously experienced a low-speed advisory on (B)(6) 2024. The log file noted a single unsustained power/flow elevation above baseline. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. Additional log files were sent for review on (B)(6) 2024. It was reported that there was low suspicion for pump compromise but +++ was displayed on the system monitor with the system controller. The patient also had transient power spikes. The log files captured a couple elevated pump powers, above 12w and another time above 10w, intermittently throughout the event log. The elevated pump power was unable to be resolved and more elevated power events were observed, this was to be monitored. The patient remained asymptomatic during these power/flow elevations. It was noted that the patient had covid and an active gastrointestinal (gi) bleed. The patient was on multiple vasopressors and inotropes. Diagnostic testing was inconclusive for the bleeding. The patient received a transfusion, after which the gi bleed resolved. The patient had very severe right heart failure and was likely to move to a percutaneous right ventricular assist device (rvad) verses comfort measures imminently. It was noted that the right heart failure existed to some degree pre-lvad placement. The right heart failure progressed over time while the lvad worked as intended. An rvad had not been placed, and the patient was stable. The patient plan of care was to be developed.